Event description:
It was reported that while advancing the multi-link stent to the lesion, the stent moved proximally off of the balloon. The stent and delivery system were removed. Reportedly no pt injury was associated with this event.